Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that there was a pressure reading issue. The failure occurred during treatment. The cardiohelp was primed for a patient. However, it took multiple attempts to zero all of the pressures. The patient was connected to the cardiohelp and flow was established, but the pressure values were not within normal ranges. The venous pressure was 472 mmhg, internal pressure was 724 mmhg, arterial pressure was 201 mmhg, and delta pressure was 523 mmhg. The hls cable was switched, but the pressures were still the same. The cardiohelp was exchanged. No harm to any person has been reported. Any pressure issue, or pressure reading issue can lead to a pump stop during treatment, if the interventions were set by the user. Additionally, the cardiohelp was exchanged during treatment. Therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue. The failure occurred during treatment. The cardiohelp was primed for a patient. However, it took multiple attempts to zero all of the pressures. The patient was connected to the cardiohelp and flow was established, but the pressure values were not within normal ranges. The venous pressure was 472 mmhg, internal pressure was 724 mmhg, arterial pressure was 201 mmhg, and delta pressure was 523 mmhg. The hls cable was switched, but the pressures were still the same. The cardiohelp was exchanged. According to chapter ¿integrated pressure sensors: carrying out zero calibration¿ of the cardiohelp instruction for use of the cardiohelp, the pressure zero calibration must be performed with an empty hls circuit and must be done prior to priming. Otherwise the zero calibration may produce incorrect pressure value measurements. No harm to any person has been reported. Any pressure issue, or pressure reading issue can lead to a pump stop during treatment, if the interventions were set by the user. Additionally, the cardiohelp was exchanged during treatment. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation. The sensor panel was found to be defective and will be replaced. The fst confirmed that there was no corrosion or physical damage to the sensor panel. A similar failure was investigated by getinge life-cycle-engineering on 2023-01-26 with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2025-09-09 for the period of 2012-12-19 to 2025-08-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-12-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading high ¿ sensor panel" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).